Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and five shocks for an atrial driven rhythm. Technical services (ts) was consulted, and programming enhancements were discussed. The physician opted to reprogram the therapy zones. No additional adverse patient effects were reported. This device remains in service.